Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However photographs were provided. Upon visual inspection of the photographs, the liner was found with some small deformed areas. This could be associated to a damaged during the device removal. Additionally, blood residues were noted on the liner. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt fell on rt hip (B)(6) 2021 and developed lt hip pain. Pt underwent revision of lt acetabulum. Original lt total hip (B)(6) 2014. No other information available.